Event description:
It was reported to manufacturer by facility; per facility, resident was found by staff partially suspended from left side of bed, his legs bent under him on the floor, his left elbow protruding through the horisonal bars of the upper 1/2 siderail and the back of his hand against his throat pressing his head and back against the mattress. Per the description, this would be considered a zone 1 entrapment; within the rail.